Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of year 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flucloxacillin infusor underinfused. It was further reported that after the infusion approximately 20 - 30 ml of fluid was still remaining in the device. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.